Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro 2 co2 was in the abdomen of the pt. This was determined by the surgeon feeling the pt's abdomen. It was reported that the pressure went to 24mmhg. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be performed as the product lot number is unk. (B)(4).